Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. The basic evaluation began (B)(6) 2022. It was reported that the patient felt pressure and was unable to void. They turned off the therapy and this seemed to get rid of the pressure and they were able to void again. The patient hadn't turned the therapy back on yet and plans on leaving it off. No data was collected.

Manufacturer narrative:
Adverse event outcome: retention. If information is provided in the future, a supplemental report will be issued.